Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) identified that the device passed functional testing; however, the setscrew was backed out too far. H3: analysis of the returned lead (l/n: va2y70t) identified that all conductors were broken 1.8cm from the proximal end of the lead as the result of factors beyond intended reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128 lot# va2y70t, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient recognized unusual movement of the device within the pocket, soon followed by a loss of symptom control. The device was interrogated in office at their 6-month follow up appointment, which returned out of range impedances at each electrode pair. The following product issues were discovered during surgery: lead migration/dislodgement and lead fractured/damaged/broken. It was noted that the lead was coiled multiple times at the pocket site; the proximal end of the lead was broken off completely in the header of the patient's ins. The set screw was released from the header of the ins. The surgeon attempted to "jar" the lead fragment free from the header, but was unsuccessful. The surgeon also tried retrieving with a mosquito, guidewire, as well as suction, which were all unsuccessful. The surgeon was unable to remove this fragment from the header, which made it necessary to replace the patient's ins. The cause was not known.